Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Analysis was unable to test for motor error alarm or verify motor position encoder error alarming alarm history screen due to failed battery test alarms. The insulin pump motor passed motor test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.